Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had detached herself from the pump and fell asleep without reattaching to the pump. The customer's blood glucose (bg) level was 243 and after reattaching the pump, the bg level dropped. The customer had reported the event to a healthcare provider.